Event description:
Baxter contacted corporate product surveillance regarding dialysate that was leaking from a transfer set. Transfer set was in use for twenty six days. The pt suffered from a peritonitis infection was treated with antibiotics (details unknown) infection abated completely.